Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the device failed telemetry testing due to the cable being out of electrical specification. Concomitant products: product ID 2090, programmer; product ID 229047, analyzer. (B)(4).

Event description:
It was reported that the programmer would not interrogate. The programmer head was switched out but the situation did not improve. It was further requested that the programmer be updated with new software. The programmer and radiofrequency (rf) head were returned for service, analyzed and tested out of specification. No patient complications have been reported as a result of this event.